Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: broken shell, around 0-25% of the shell is missing, flat creases and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: broken shell with striated edges on the anterior side assessed as surgical damage. Based on the device analysis the final assessment is: a broken shell with striated edges assessed as surgical damage and a missing shell assessed as inconclusive. Reason for reoperation is rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.